Event description:
A physician was using a gel mark ultra biopsy marker. Following breast biopsy with a mammotome biopsy device, when the physician removed the application from the probe, he observed that the tip had been sheared off. It is unk if the tip remains in the pt's breast. There were no pt adverse effects.